Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer alleged the display "keypad would enter information on its own" with out customer interaction. Customer's blood glucose level was 119 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.